Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 531 mg/dl at the time of incident and the current blood glucose level was 400 mg/dl, 751 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. The customer stated that they getting no delivery alarm. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The device will not be returned for analysis.